Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry, regarding a 78 year old female patient presenting for high risk percutaneous coronary intervention using the impella for hemodynamic support. During support, the patient endured an occlusion of blood flow in the left femoral artery. The allegation was made with a "possible" relationship to the impella device. Intervention was discussed, however, the family ultimately chose to withdraw the patient from further care.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Added h6 type of investigation:4114 d4-model number changed to impella cp.